Manufacturer narrative:
Initial and final MDR (B)(4) - device 3 of 9

Event description:
Reference number (B)(4) event occurred in spain it was reported that patient faced nine infusion set kinked cannula events each on(B)(6) and twice on (B)(6). Event occurred within three hours of insertion. The set was in use for a few hours. Patient replaced the infusion set and resumed insulin deliveries successfully. Company do not see kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.